Event description:
It was reported that the user spilled insulin inside the ilet while using a prefilled pumpcart, observed leakage, and asked whether the pump would be damaged; the agent advised that the pump is water resistant, instructed the user to clean the device, and the user replaced the cartridge and related components, after which the pump operated normally with no alerts or alarms. Investigation of this case revealed a leaking prefilled cartridge with fluid ingress exposure to the pump enclosure, with no device malfunction confirmed after cleaning and component change. No adverse clinical effects during the event reported. Outcomes included no impact on health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling or a cartridge-related leak that resolved with standard maintenance and replacement.